Event description:
A customer reported recurring cartridge alarms from their insulin pump over several dates. Despite these alarms, the customer's blood glucose levels were generally normal prior to the alarms, though they often elevated afterward. The customer was advised by technical support to rotate their infusion sites from the right abdomen to reduce scar tissue impact and use room temperature insulin to avoid potential issues. The customer was also instructed on proper cartridge usage and encouraged to use angled infusion sets in certain areas. Meanwhile, a replacement pump was provided to address the hardware concerns. The customer was agreeable to these recommendations and the plan for managing future occlusion alarms.